Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose ranged from 350-598 mg/dl. Elevated blood glucose was addressed with a correction bolus from the pump. Customer was subsequently hospitalized for diabetic ketoacidosis. Customer could not recall treatment provided, and was released from the hospital a day later with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.